Event description:
It was reported that the pump¿s connector would not turn to lock the cartridge in place, preventing attachment despite attempts with a new connector, with the cartridge removed, and with the case removed. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed a mechanical inability to secure the cartridge via the connector. It was concluded that the device was not usable due to the connector issue and required replacement.